Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient, and mapping of the left atrium with an hd grid was initiated. At this point, fluid leaked from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that the reported fluid leak was saline. The physician believed that the performance of the hemostatic valve contributed to the reported leak.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient, and mapping of the left atrium with an hd grid was initiated. At this point, fluid leaked from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the reported fluid leak was saline. The physician believed that the performance of the hemostatic valve contributed to the reported leak.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient, and mapping of the left atrium with an hd grid was initiated. At this point, fluid leaked from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.